Manufacturer narrative:
Updated d8, d9, h3, and h4. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. The likely cause could be due to physical stress by dropping the distal end or chemical stress from used chemical solutions. However, a definitive root cause could not be determined. The event can be detected and prevented in accordance with the following instructions for use (IFU). IFU ltf-s300-10-3d operation manual important information. Please read before use: contraindications, warnings, and precautions: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. IFU ltf-s300-10-3d reprocessing manual 3.1 compatibility summary: methods listed as ¿compatible¿ in tables 3.1 and 3.2 are compatible for routine use only when used according to the manufacturer's instructions. Repeated use and reprocessing of endoscopes and accessories lead to gradual wear and tear. Furthermore, reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage, according to the instructions described in this manual and its companion, ¿operation manual.¿. Reprocessing manual: 3.1 compatibility summary: list of compatible methods validated in terms of material durability: sterilization by the sterrad® 100s/nx®/100nx® system may deteriorate the adhesive of the insertion section. Depending on the circumstances, replacement of the insertion section may be required. Before use, confirm that the endoscope is free from any damage or other irregularities. For further details, contact olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the deflectable videoscope exhibited deterioration of the adhesives of the distal end. There were no reports of patient involvement.